Event description:
Caller alleging receiving false negative hcg results from three pts confirmed to be 4-5 weeks pregnant by ultrasound. Three pts mid (B)(6) years of age had a urine test and tested negative at read time. Ultrasound confirmed all three pts were pregnant at least four weeks. No adverse impact on pts as physicians diagnosis was pregnant.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retension devices were tested hcg cutoff urine controls, all results were positive at read time. No false negatives were obtained. Mfg batch review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.